Manufacturer narrative:
(B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level of the patient was 535mg/dl. Therefore, the patient went to emergency room for less than twenty-four hours. The patient was treated by insulin injection.